Event description:
On 5/7/1998, the MFR rec'd medwatch report from the facility that states the following: the catheter tip sheared off and the distal part of the catheter was lodged in the superior vena cava. No further details were provided at this time.

Manufacturer narrative:
On 06/25/1998, the facility's director, risk management informed the manufacturer's (MFR.) Representative via telephone and written correspondence of the following: the facility staff has searched exhaustively in attempts to locate the device in question; however, to date they have had no success. Therefore, no product will be returned to the MFR. At this time. Since the device will not be returned to the MFR. For analysis, the MFR.'s investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any manufacturing variances related to this event. Based on the information available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR.'s investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR.'s findings. The MFR. Is now closing the file on this event. Submitted to the FDA 06/26/1998.